Event description:
It was reported that during intubation it was found that the cuff had a leak, "intubation not difficult, patient did not desaturate". No patient harm or injury. The current status of the patient is "unknown" at the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The et tube was visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appeared typical. Functional examination of the returned sample was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. The hole appeared to have been caused by something sharp. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during intubation it was found that the cuff had a leak, "intubation not difficult, patient did not desaturate". No patient harm or injury. The current status of the patient is "unknown" at the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.